Manufacturer narrative:
(B)(6).

Event description:
A report of leakage current was found before a procedure. As a result no delays resulted. A backup device of the same kind was available to perform the procedure. No user or patient reported.

Manufacturer narrative:
Product failed functional testing with alarm sounding and "short circuit detected" error message on display. Cause of alarm and error are shorted electronic components on the main pcb. Transistors were shorted out and resistor r54 was burnt. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history record was performed which confirmed no inconsistencies.